Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
A yellow 45mm needle set was inserted in the tibia just below the level of the tibia tuberosity. Io removal, because it was not working, most likely without a syringe and the hub dislocated from the catheter. The hub was to firmly seat in bone to remove. Coaching of 1/4 turn and straight pull did not remove it. It was also noted that the catheter above the skin was bent after initial removal attempt. The physician states she administered prophylactic antibiotics and tetanus update. An orthopedic surgeon at the bedside considered surgical removal but a peer to peer discussion of non-surgical removal proceeded. The patient's condition is unknown at this time.

Manufacturer narrative:
(B)(4). Lot number was not provided: DHR review cannot be conducted. C of c cannot be obtained. A section of the IFU will be referenced as part of this investigation report. The IFU states, "attach luer-lock syringe to hub of catheter. Withdraw the catheter by applying traction while rotating the syringe and catheter clock wise. Maintain axial alignment during rotation, do not rock or bend the catheter". The complaint sample is not available for return. An investigation cannot be performed. Probable cause cannot established. The complaint cannot be confirmed. Note updated information: the culprit of this failure is the needle set, not the 9058 ez-io driver.

Event description:
A yellow 45mm needle set was inserted in the tibia just below the level of the tibia tuberosity. Io removal, because it was not working, most likely without a syringe and the hub dislocated from the catheter. The hub was to firmly seat in bone to remove. Coaching of 1/4 turn and straight pull did not remove it. It was also noted that the catheter above the skin was bent after initial removal attempt. The physician states she administered prophylactic antibiotics and tetanus update. An orthopedic surgeon at the bedside considered surgical removal but a peer to peer discussion of non-surgical removal proceeded. The patient's condition is unknown at this time.